Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding patients receiving unknown medications via an implantable pumps. The indications for use were not reported. It was reported that pump explants were done in the past regarding allergic reactions. Per the reporter, this was over 5 years ago. No further complications reported.